Event description:
It was reported that a faradrive steerable sheath clear during insertion to treat a paroxysmal atrial fibrillation, the device aspirated air. When the 3-way locker was closed, plenty of micro bubbles were coming. To solve the issue the sheath was changed, and no more bubble were observed. The procedure was completed without patient complications. Device return status is unknown.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.